Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when ivus was used for the third time, the physician noticed there was no outer sheath and found it on the catheterization table. The separation occurred during the second pullback. The device was completely removed from the patients body. The procedure was completed with another of the same device. There was no patient injury reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window detached at the lapjoint section and the imaging core twisted. The imaging window was not returned for analysis. Visual inspection also revealed the sheath was kinked.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when ivus was used for the third time, the physician noticed there was no outer sheath and found it on the catheterization table. The separation occurred during the second pullback. The device was completely removed from the patients body. The procedure was completed with another of the same device. There was no patient injury reported.